Manufacturer narrative:
A qualified remote service engineer reviewed the reported problem with the customer¿s biomedical engineer and the issue was confirmed. The biomedical engineer replaced the transducer to resolve the customer¿s immediate concern. The engineering team was unable to determine the cause of the reported problem. As the customer would not return the transducer and provide other pertinent information required for the investigation, no further investigation could be performed. The system has returned to service with no similar issues reported.

Event description:
A customer reported their c10-3v transducer had a hole in the lens with exposed metal. The transducer was associated with the epiq 5g ultrasound system at the customer¿s site. This issue was found outside of clinical use. There was no patient or user harm associated with this event. A philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.